Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a curved-tip stapler 30 instrument misfired with a white stapler 30 reload installed. Prior to the misfire, the surgeon was able to clamp on the target vessel. However, after the alleged misfire, the surgeon was unable to initially unclamp the stapler instrument. During this time, bleeding was observed. A system error presented that the blade may be exposed. The customer was able to successfully remove the instrument from the vessel with use of a stapler release kit (srk). There was no required medical intervention. It was reported that the patient was still under anesthesia but is ok. The procedure completed robotically. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the surgeon: the surgeon stated that the vein was clean and the first stapler instrument did not work during the first attempt to fire a stapler reload. The surgeon was able to staple fine with a second stapler instrument by going proximal over the tissue instead. Minimal bleeding was observed and controlled quickly. The surgeon said there was nothing else to say besides they have used staplers ¿thousands of times and this never happened; it¿s a bad stapler.¿ no clamping issues were verbalized. The curved-tip stapler 30 instrument had 22 fires left when the reported issue occurred. The issue occurred on the first attempted use of the initial curved-tip stapler 30 instrument on the reported day of the procedure. It fired 24 mm staples then ¿stopped dead." The jaws opened when the surgeon stepped on the blue pedal as dictated on the display. The surgeon used a new stapler instrument to staple a vein proximally. The surgeon believes there was a stapler device error. The blood loss was 50ml total for he entire lobectomy which is within normal limits (wnl). No transfusion or other medical intervention was required. The procedure was completed robotically with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has requested for return of the white stapler reload for failure analysis evaluation.however, isi has not received the stapler reload for evaluation. A follow-up MDR will be submitted if additional information is received. A review of the instrument logs was performed and the curved-tip stapler 30 instrument (part # 470530-05; lot #t10180822 0007) was observed to have been used with white (part #48630w) and green (part #48630g) stapler 30 reloads. The instrument was last used in reported procedure and it had 22 uses remaining of a maximum of 50 uses. A system error log review was conducted for procedure date of (B)(6) 2020 on system sk0770. Logged events were observed as being in line with normal system functionality. It was noted that the curved-tip stapler 30 instrument failed in its firing operation. A technical system log review was performed by isi, which resulted in the following observations: the logs show that the curved-tip stapler 30 instrument (part #470530-05; lot #t10180822 0007) was installed once (first stapler install of the case) and had a partial fire with a white reload. The firing failed at 20% completion. There were no incomplete clamps prior to the partial fire. Also, the logs indicate the user initiated an unclamp that followed the partial fire which was completed. The logs do not show an e-stop press or any errors indicating the system detected use of an stapler release kit (srk), which is the grip release tool. A partial fire would not prompt a message to use an srk.it was unclear why the surgeon decided to use it. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the curved-tip stapler 30 instrument allegedly misfired with a white stapler 30 reload installed and was initially unable to be unclamped from vessel. During the event, bleeding was observed. After the stapler instrument was successfully unclamped with a srk, the surgeon used a second stapler instrument to staple proximally to the target tissue.